Event description:
The product was used during an unspecified procedure. Reportedly, the suture broke. The hosp has reported no pt injury.

Manufacturer narrative:
11/13/1997-supplement #1 sent to FDA.